Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This is an ancillary service event. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:48:44. During night drain cycle four, the patient's ultrafiltration reading was 1253ml, indicating the home patient (hp) drained 1028ml more than their maximum programmed fill volume of 1500ml. No additional information is available.